Event description:
Lap - "clips would not clamp, just fell in cavity." Pt status: fine.

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.